Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an odor was smelled during gas change. New information was provided. The schedule procedure was lasik. The laser had fired. Procedure was able to be completed the same day.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit, the field service engineer (fse) completed system verification and was not able to confirm customer reported event. The fse found device working as intended and within specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).